Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges joystick shutting off while driving. No error code, no lights. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.